Event description:
International affiliate reports the surgeon tried to inject cement as usual when he noticed leakage at the top or the lid/cap of the cement cartridge (ie. The cement reservoir). After no water was left, they opened a second box and tried again but leakage continued. The vertebroplasty finally could be performed with a new third confidence kit. Affiliate reports the main problems seemed to be the water leakage out of the cement cartridge/reservoir of the first kit. The following mfg. Medwatch reports are being filed for the two confidence kits that were involved in the event: 1526439-2014-11533; 1526439-2014-11534.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The confidence 11cc spinal cement system was returned for evaluation. The returned pump and cement reservoir were functionally tested. It was noted that during pump pressurization, water was leaking underneath the cap of the reservoir. Further inspection of the reservoir revealed that the reservoir cap stem was detached from the cap. As a result, water is free to leak from the connection. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12 month review of the complaint trend analysis for the confidence cement system was conducted on the family. This analysis found no emerging trends. The root cause for the connection to the pump coming disconnected to the reservoir cap cannot be positively identified. However, it may be due to unanticipated force being used when attempting to connect the pump to the reservoir. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device, and there have been no systemic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.